Event description:
The product complaint report shows the customer alleged that the hospital biomed found a not on the ventilator stating that the audible alarm had failed to work during extended self testing. The hospital biomed was unable to verify or duplicate the condition. No parts were replaced. It is not verified that the unit alarm system malfunctioned, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.